Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient stated loss of signal occurs on the smart device but not on the receiver and that turning the bluetooth off and on will restore the signal. Patient confirmed the system memory reset was active. Educated the patient about system memory reset. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.